Manufacturer narrative:
Pump had cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corner, minor scratched and cracked display window, missing end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that their insulin pump was broken. The customer¿s blood glucose level was 120 mg/dl. Troubleshooting was performed for damage and noticed plastic missing from the reservoir compartment. Advised to discontinue use of the insulin pump and revert to a back-up plan. Advised the device will need to be replaced. The insulin pump will be returned for analysis.